Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that patient had a trial and it did not do anything. They figure "some of the wire must have come loose." The patient never reported never having therapeutic effect during the first trial. A follow-up report will be sent if additional information becomes available.